Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and confirmed that the issue persisted. Consequently, technical support decided to send a replacement pump. The existing pump's warranty was valid, and although the customer will continue using the current pump until the replacement arrives, they do not use fsl2+ sensors or have the latest software. The customer was advised on returning the faulty pump and understood the shipping procedures and steps to take with the new pump.